Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The preoperative aneurysm measured 65x78mm. On (B)(6) 2015, the aneurysm enlargement was identified. The diameter measured 74x88mm. No apparent endoleak was identified. The physician suspected a proximal type I endoleak and implanted two aortic extender components proximally from the trunk to treat the aneurysm enlargement. The final angiogram showed no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.